Event description:
It was reported that the patient with this electrode had received an inappropriate shock in the past while brushing their teeth. The implanted system was reprogrammed from the primary to the secondary vector at the time, and now the electrode is exhibiting untreated episodes due to oversensing of high amplitude non-physiological noise in the primary vector. Testing of the system was unable to reproduce such conditions, so sense b node noise cannot be ruled out, despite high amplitude artifacts. Troubleshooting options are currently being discussed with the field and the electrode remains in service. No adverse patient effects were reported.